Event description:
A report was received that the patient underwent a revision procedure wherein the leads and extensions were replaced due to high impedances.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory. Additional information was received that the patient had lost stimulation coverage in the shoulder due to high impedance.

Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 20521739, model/catalog description: infinion cx lead kit, 70cm. Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 20697389 / 20953387 / 20953388, model/catalog description: lead extension kit 35cm.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads and extensions were replaced due to high impedances.